Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured before its rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. It was further reported that during the first inflation at 16 atmospheres, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured before its rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.